Event description:
It was reported that a spectrum iq infusion pump had keypad issues. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "keypad issue" was confirmed as the keypad was found to function intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.